Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6) 2017 ("maybe the (B)(6)"). See manufacturer¿s report # 3004209178-2017-10921 for the patient¿s other issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain/pulling in the side, their whole butt/cheek where the ins was implanted (located just under the skin). The patient had the ins for bowel control. The patient stated that their healthcare professional (hcp) told them to turn it up as high as possible and leave it there. The pain did not start right away and it did not hurt all the time. However, when they sometimes sat or lays down at night, it hurt on the right side close to the rectum (¿it pulls and keeps her away at night¿). The patient did feel the stimulation. It was first reported that there were no falls or trauma reported that could be related to the issue but the patient did mention that they had a fall and fell to their knees. The patient stated that they just got back from visiting their daughter¿s house which had a lot of steps and that is started after they sat in the bleachers at the granddaughter¿s game. They turned their foot over and had x-rays. Using the programmer, it was determined that the stimulation was off and set on 3.0 at program 4. The stimulation was then decreased, turned back on, and increased to a point where the patient felt it (at 1.2). The patient stated that they still had pain but it was less and wanted to try the new setting. There were no further complications reported or anticipated.